Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the nurse that the patient ended up farsighted. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4) .

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. The iol was exchanged for the same model, but 1.5d difference in power, in a secondary procedure. Additional information was requested.